Event description:
Upon attempted removal of the stent and stent deployment through the arteriotomy the remainder of the stent and catheter system fractured. Requiring an intervention from the vascular surgeon. Pt stable at all time discharged home.